Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was returned for evaluation. On visual evaluation, there were no kinks noted to the catheter shaft and no other anomalies to the luers/y-body. On functional evaluation, an in-house presto inflation device was used to inflate the balloon at 8 atm. And it was noted that balloon maintained pressure and there was no water streaming from the balloon. There was no evidence of rupture was noted. Therefore, the investigation for the reported balloon rupture is unconfirmed as the device maintained pressure and no water noted to be streaming from the device. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 07/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 07/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that another device was used to complete the procedure. There was no reported patient injury.